Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. During device interrogation, noise was observed on both the right ventricular and right atrial lead through multiple noise reversion episodes. The noise could be reproduced with pocket manipulation. No intervention was performed and the clinician will continue to monitor the patient.